Event description:
Pt called lfs alleging that their meter was reading inaccurate erratic and eventually would not power off. Pt reported blood glucose results of "143mg/dl" and "103mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt reporting feeling light headed at the time of concern. No medial care was sought from a health care professional at the time of concern. A control solution test was reported to fall outside the accepted range. The pt reported that the meter eventually started having power issues (unknown date/time). The meter would not power off. To start a new test, the pt would need to turn the meter off and then turn it back on. When the meter does not turn off, the pt would not obtain a test result, which would lead to delay in treatment or treatment in the absence of a glucose value. The customer service rep replaced pt's meter and control solution. The meter is being reported based on the unmet precision criteria and the power issue.